Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On august 09, 2013, novocure was informed that the patient had been hospitalized (B)(6) 2013 due to new onset seizures. Patient was using the device when seizures occurred. Per the prescribing physician, the patient did not have a history of seizures but was on anti-seizure prophylaxis. It is unknown whether the patient was receiving therapeutic levels of anti-seizure prophylaxis. Other possible causes of seizure (such as electrolyte imbalance) could not be ruled out. Patient was treated for the event with lacosamide 200 mg bid and levetiracetam 500 mg bid. Patient continued with novottf therapy. No further seizures have been reported.

Manufacturer narrative:
Additional serial #(B)(4). Md providing additional information: (B)(6). Additional MFR date: 02/2012. Patient with recurrent glioblastoma experienced new onset seizures resulting in hospital admission while on novottf therapy. Novocure concurs with the prescribing md that the seizures were related to underlying diagnosis of progressive glioblastoma. Novocure medical opinion is that the seizures were not related to novotff therapy. Patient had been on novottf therapy for six months prior to onset of seizures. Patient continued with novotff therapy with no further seizure activity reported. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% in novottf therapy and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Additional risk factors for seizure include concomitant thalidomide (although not reported from pre-marketing controlled clinical trials, seizures, including grand mal convulsions, have been reported during post-approval use of thalidomide in clinical practice. During therapy with thalidomide, patients with a history of seizures or with other risk factors for the development of seizures should be monitored closely for clinical changes that could precipitate acute seizure activity. Source: thalidomide prescribing information) and bevacizumab [seizure was among the most common bevacizumab-related toxicities in phase ii-iii studies, affecting 9-9.7% of patients. Source: lai et al., jco, 2011, 29(2): 142-148 / chnot et al., neuro-onc, 2012, 14 (suppl 6): vi101-105].